Manufacturer narrative:
Innovative health, llc became aware on 20-oct-2022 of a device in mayo clinic - (B)(4) that was placed in a complaint bin. The device was a webster cs bi-directional diagnostic ep catheter auto ID. Multiple follow-ups were made to acquire information about the event; however, no information was able to be provided. It is unknown when the issue occurred and when it was identified. Innovative health received the device for evaluation on 24-oct-2022. Upon investigation, foreign material was identified on the tip of the device. No injury was reported. Production records were also reviewed. The root cause is unknown.

Event description:
This device was identified in a complaint bin at the customer site by an innovative health employee. No information was provided regarding the event. It is unknown when the issue occurred and when it was identified. Upon inspecting the complaint device, foreign material was identified on the tip of the device.